Manufacturer narrative:
Insulin pump was received with no button response due moisture damage on electronic assembly. No spinning numbers, ramping numbers on their own, or scrolling bar moving anomaly noted. Moisture damage found on motor assembly. Unable to verify for operating currents including low battery, off no power, or battery out of limit alarm due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump alarmed battery out limit twice. Customer's blood glucose level was not reported. The customer was on shots. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer was unable to clear the alarm. She tried to enter the time and date but it kept spinning. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.